Event description:
It was reported that the customer's blood glucose (bg) level reached 582 mg/dl, which was obtained using a bg meter; cause was unknown. The customer addressed their elevated bg with a manual injection of insulin. The customer declined further troubleshooting so no additional information could be gathered.